Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The IFU states in the adverse event section: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, seroma, abscess, fistula formation or scarring which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through the vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported that following placement of a urethral support sling, the patient experienced blood in her urine after returning from a walk. The product was placed on (B)(6) 2009 and pt reports that she rested for 6 weeks thereafter. She visited a urologist who performed a cystoscopy and determined that the sling had eroded into her bladder. A different urologist was visited for a second opinion and also said the sling had eroded into her bladder. The pt is currently taking antibiotics and may need to have the sling removed.